Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what technique was being performed? How was the leak identified? Where was the leak? How was it determine that the leak was from this device? How was the leak managed? Does the surgeon pulse? Does surgeon wait 15 sec? Type of buttress? Has the patient undergone chemo/radiation therapy current status of patient?

Event description:
It was reported that an esophagogastrectomy procedure was performed on (B)(6) 2014 and no issues were noted with the staple line or cut line. An air leak test was performed and no leaks were noted during the original procedure. The patient presented on (B)(6) 2014 with a post-operative leak. The gastroenterologist performed an endoscopy procedure. The leak was identified and clipped during the endoscopy procedure. The patient was doing better and then collapsed and presented to the emergency room on (B)(6) 2014. A reoperation was performed and no leaks or issues with the staple lines were noted during the reoperation. A feeding tube was placed in the small bowel and two drains were placed. The status of the patient was unknown at the time of call, but it was reported the patient was not doing well at the time of the reoperation. It was noted that a circular stapler device was used during the original procedure, but the leak was believed to be from the linear cutter. A linear cutter cartridge was used with buttressing material during the original procedure. One device was discarded.